Manufacturer narrative:
The provided alarm trace shows several alarms related to sample quality on the day of the event. The calibration data from both measuring cells are within the acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys ca 19-9 immunoassay results for 1 patient sample on a cobas 6000 e 601 module. The initial ca 19-9 result was 635.1 u/ml and the repeat result was 9.76 u/ml. A different sample from the patient was tested and the ca 19-9 results were 10.67 u/ml and 10.45 u/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The qc was acceptable. There were no issues for any other assay results for the patient sample. The ca 19-9 results for different patient samples were acceptable. The ca 19-9 reagent lot number was 29340701 with an expiration date of 30-jun-2019. The initial investigation determined that the daily maintenance was not performed as scheduled.